Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem' s customer technical support (cts) showed the battery depleted from 80% to 45% in a half hour. Customer reported blood glucose level was 225 (mg/dl). Based on troubleshooting, a replacement pump was recommended by cts. However, multiple follow up attempts were made to process the pump replacement with the customer and no response was received.